Event description:
A month after implanted device stopped working, pt feels severe pain, leg and hip paralysis. Feels she'd rather be dead than continue to feel this pain. Has wire protruding out of her back about 2 inches. Device battery has been dead for about a year and a half. Now but she still gets electrical current from her toe all the way up to her head and lasts about five minutes. She has been to many different doctors but no one is willing to take out the device.